Event description:
During preparation for use for cardiopulmonary bypass, the pump appeared to power on, but would not rotate as expected. A replacement device was provided to the user. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Device repaired and returned (replacement provided). Evaluation is progress but not concluded.